Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing and shocks which led to therapy exhaustion. The patient had developed supraventricular tachycardia with premature ventricular contractions that had intermittently blanked the atrial beat resulting in the ventricular rate being greater than the atrial rate, which then resulted in therapy being delivered. The ICD was reprogrammed and continues to remain implanted and in service. No adverse patient effects were reported.